Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. He stated that he changed the battery and then received a battery out limit alarm. The blood glucose reading was 222 mg/dl. Customer stated that he had been at the pool and that the insulin pump was splashed with water. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.